Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. The 2.0 x 15 mm mini trek balloon was advance and some resistance was noted with the vessel. The balloon was inflated; however, the balloon ruptured during the first inflation of 12 atmospheres. Dilatation was continued with a new mini trek balloon and a xience v stent was placed successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the balloon catheter confirmed a longitudinal rupture over the distal balloon marker, which is consistent with the reported information that a balloon rupture occurred. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: rinato. Guide cath: launcher 8fr jl4.0 sh/ebu 3.5 sh. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.